Event description:
The customer reported to olympus the evis lucera elite colonovideoscope exhibited distal end defects, the lens was reported as dirty. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: (B)(6). The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, and there was no delay in the start of the pre-cleaning. The device was returned to olympus for evaluation and the customer¿s reported issue was not confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: due to wear of angle wire, the play of upward/downward knob was out of the standard value; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to wear of lock engagement lever, up/down knob could not be locked securely; adhesive on bending section cover (a-rubber) had a crack; due to deformation of flexibility adjustment ring, flexibility adjustment function did not work; light guide lens was chipped/cracked; connecting tube had a dent; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon could not specify what the foreign material was and could not specify the root cause of the remaining foreign material. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscope- 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function 1.keep the air/water valve¿s hole covered with your finger. 2.depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.